Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('lot of pain on the left') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "it looked curved from the x-ray type image". The patient's medical history included complication of pregnancy. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), intervertebral disc protrusion ("slipped disc"), traumatic fracture ("broke my l1 from small fall"), cholestasis ("cholestasis"), hypersensitivity ("alllergist this morning"), eye movement disorder ("twitching eye") and facial paralysis ("bells palsy") and underwent cholecystectomy ("gall bladder removed"). The patient was treated with surgery (uterus, ovary and gallbladder removed, hysterectomy and surgeries). Essure was removed. At the time of the report, the pelvic pain, cholecystectomy, intervertebral disc protrusion, traumatic fracture, cholestasis and hypersensitivity outcome was unknown. The reporter considered cholecystectomy, cholestasis, eye movement disorder, facial paralysis, hypersensitivity, intervertebral disc protrusion, pelvic pain and traumatic fracture to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: new events bells palsy and twitching eye were added. New reporter from social media was added. On 23-mar-2020: social media: reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('lot of pain on the left') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "it looked curved from the x-ray type image". The patient's medical history included complication of pregnancy. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), intervertebral disc protrusion ("slipped disc"), traumatic fracture ("broke my l1 from small fall"), cholestasis ("cholestasis"), hypersensitivity ("alllergist this morning"), eye movement disorder ("twitching eye") and facial paralysis ("bells palsy") and underwent cholecystectomy ("gall bladder removed"). The patient was treated with surgery (uterus, ovary and gallbladder removed, hysterectomy and surgeries). Essure was removed. At the time of the report, the pelvic pain, cholecystectomy, intervertebral disc protrusion, traumatic fracture, cholestasis and hypersensitivity outcome was unknown. The reporter considered cholecystectomy, cholestasis, eye movement disorder, facial paralysis, hypersensitivity, intervertebral disc protrusion, pelvic pain and traumatic fracture to be related to essure. . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('lot of pain on the left') and cholecystectomy ('gall bladder removed') in a female patient who had essure inserted. Other product or product use issues identified: device physical property issue "it looked curved from the x-ray type image". The patient's medical history included complication of pregnancy. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and underwent cholecystectomy (seriousness criterion medically significant). The patient was treated with surgery (uterus, ovary and gallbladder removed, hysterectomy). Essure was removed. At the time of the report, the pelvic pain and cholecystectomy outcome was unknown. The reporter considered cholecystectomy and pelvic pain to be related to essure. Concerning the injuries were reported in this case, the following ones were described via social media: device physical property issue, pelvic pain, gall bladder removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('lot of pain on the left') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "it looked curved from the x-ray type image". The patient's medical history included complication of pregnancy. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), intervertebral disc protrusion ("slipped disc"), traumatic fracture ("broke my l1 from small fall"), cholestasis ("cholestasis") and hypersensitivity ("allergist this morning") and underwent cholecystectomy ("gall bladder removed"). The patient was treated with surgery (uterus, ovary and gall bladder removed, hysterectomy and surgeries). Essure was removed. At the time of the report, the pelvic pain, cholecystectomy, intervertebral disc protrusion, traumatic fracture, cholestasis and hypersensitivity outcome was unknown. The reporter considered cholecystectomy, cholestasis, hypersensitivity, intervertebral disc protrusion, pelvic pain and traumatic fracture to be related to essure. . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2020: content from social media received. New events: cholestasis and allergy were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('lot of pain on the left') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "it looked curved from the x-ray type image". The patient's medical history included complication of pregnancy. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), intervertebral disc protrusion ("slipped disc") and traumatic fracture ("broke my l1 from small fall") and underwent cholecystectomy ("gall bladder removed"). The patient was treated with surgery (uterus, ovary and gallbladder removed, hysterectomy and surgeries). Essure was removed. At the time of the report, the pelvic pain, cholecystectomy, intervertebral disc protrusion and traumatic fracture outcome was unknown. The reporter considered cholecystectomy, intervertebral disc protrusion, pelvic pain and traumatic fracture to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('lot of pain on the left') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "it looked curved from the x-ray type image". The patient's medical history included complication of pregnancy. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), intervertebral disc protrusion ("slipped disc") and spinal fracture ("broke my l1 from small fall") and underwent cholecystectomy ("gall bladder removed"). The patient was treated with surgery (uterus, ovary and gallbladder removed, hysterectomy and surgeries). Essure was removed. At the time of the report, the pelvic pain, cholecystectomy, intervertebral disc protrusion and spinal fracture outcome was unknown. The reporter considered cholecystectomy, intervertebral disc protrusion, pelvic pain and spinal fracture to be related to essure. Concerning the injuries were reported in this case, the following ones were described via social media: device physical property issue, pelvic pain, gall bladder removal, slipped disc, vertebral fracture. Most recent follow-up information incorporated above includes: on 17-jan-2020: content from social media received. Event slipped disc, l1 fracture was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('lot of pain on the left') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "it looked curved from the x-ray type image". The patient's medical history included complication of pregnancy. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), intervertebral disc protrusion ("slipped disc") and spinal fracture ("broke my l1 from small fall") and underwent cholecystectomy ("gall bladder removed"). The patient was treated with surgery (uterus, ovary and gallbladder removed, hysterectomy and surgeries). Essure was removed. At the time of the report, the pelvic pain, cholecystectomy, intervertebral disc protrusion and spinal fracture outcome was unknown. The reporter considered cholecystectomy, intervertebral disc protrusion, pelvic pain and spinal fracture to be related to essure. Concerning the injuries were reported in this case, the following ones were described via social media: device physical property issue, pelvic pain, gall bladder removal, slipped disc, vertebral fracture. Most recent follow-up information incorporated above includes: on 10-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.